Event description:
It was reported the patient experienced a loss of therapeutic effect. For the past ¿couple days,¿ the patient noticed an increase in frequency symptoms. The patient was unable to connect with their patient programmer. It was stated they were unable to make adjustments both with or without the antenna attached. Five days later, it was stated the patient¿s device had ¿gone on the fritz.¿ the patient was not feeling stimulation. It was noted that they got used to it. The patient was getting the ¿no communication¿ screen. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v414754, implanted: 2010-(B)(6), product type lead. (B)(4).